Manufacturer narrative:
A service and repair evaluation were performed. The investigation of the complaint articles has shown that: the customer reported the top portion of the t-handle would not turn and seemed to be sticking. The repair technician reported the nose of the chuck and the chuck jaws were damaged. Chuck broken/loose is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 393.105 with lot number(s) 3706635 is a lot/batch controlled item. The manufacture date of this item is august 05, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: july 29, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the top portion of the small universal chuck with t-handle will not turn; it seems like it might be sticking. This was discovered outside of the operating room during testing. There was no patient or surgery involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed. The 393.105 lot number 3706635 small universal chuck with t-handle was returned and reported to be sticking. A visual inspection, functional test, and drawing review, were performed as part of this investigation. The complaint condition is confirmed; the handle will not twist in order to open and close the teeth of the device. Additionally, two of the three teeth appear to be wedged into the mechanism of the device. The third is extended from the mechanism in the closed position. The device was manufactured in jul 2011 and is over five years old. The balance of the returned device is in fairly poor condition with significant deformation and wear visible at the distal end. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.